Event description:
It was reported that shortly after implant the patient became symptomatic. The lead had dislodged, and the doctor felt that it was too short for the patient, so it was explanted and thrown away with the medical waste.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Symptomatic.